Event description:
The customer alleged that the audio did not function. The co's customer support engineer inspected the device and could not duplicate the alleged event, but replaced the audio alarm assembly as a precaution. The unit passed extended self testing. This report is no an admission by co that this device caused or contributed to the event alleged in this report.